Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-78210), 203cm ruler (m-83360) ¿ as found condition: the pipeline flex device and marksman catheter were returned within a shipping box and a plastic pouch. ¿ visual inspection/damage location details: the pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pipeline flex pusher resheathing pad was found to be in good condition. The pipeline flex pusher distal core wire was found broken at ~7.5cm from the proximal bumper. The pusher sleeves and tip coil were not returned. In addition, the pipeline flex braid was not returned. No damage was found with the marksman catheter hub. The marksman catheter was returned separated into three segments. The marksman catheter body was found separated (cut) at ~12.7cm from proximal end of hub and at ~115.2cm from the catheter distal tip. Both ends of the marksman catheter middle segment were found separated (cut). The marksman catheter body was found kinked at ~11.5cm from the catheter distal tip. The marksman catheter distal marker/tip was found to be in good condition. ¿ testing/analysis: the broken pipeline flex pusher distal core wire was sent out for sem failure analysis. Per the sem report, the distal core wire failed via torsional overload. The marksman catheter proximal segment total length was measured to be ~12.7cm and the useable length was measured to be ~5.0cm. The marksman catheter middle segment was measured to be ~31.2cm and the distal segment was measured to be ~115.2cm. When compared to the product drawing, the entire marskman catheter was returned. There does not appear to be any missing segments. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿movement during deployment¿, and ¿resistance during retrieval¿ reports could not be confirmed. However, the customer¿s ¿pipeline damaged during delivery/retrieval¿ report was confirmed as the pipeline flex pusher was found broken. Possible causes of ¿movement during deployment¿ include vasospasm, patient vessel tortuosity, high force delivery, catheter kickback, insufficient distal anchoring of braid, or incorrect braid sizing. Vessel tortuosity was described as normal, no catheter kickback was observed, and the braid appears to be correctly sized to the vessel. Information regarding vasospasm or resistance during delivery was not reported. In addition, insufficient distal anchoring of braid could not be ruled out as a potential cause. Therefore, the cause of the reported movement during deployment could not be determined. Possible causes of ¿pipeline damaged during delivery/retrieval¿ include resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. The pipeline flex braid was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. Information regarding multiple resheathing was not reported. However, as the pipeline flex pusher broke due to torsional overload, the pusher was found stretched, and resistance during retrieval was reported it is likely that force was used (over-manipulation). Possible causes of ¿resistance during retrieval¿ include patient vessel tortuosity, braid damage, pushwire damage, catheter damage, user does not maintain continuous flush, or incompatible catheter. Vessel tortuosity was described as normal, and the marksman catheter is compatible with the pipeline flex device. Information regarding if continuous flush was used was not reported. The pipeline flex braid was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. It is possible that the damage found with the marksman catheter (kinking) contributed to the reported resistance. However, the cause of the resis tance during retrieval could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no issue with the marksman. Only one pipeline device was used. Some resistance was felt when retrieving the pipeline device for the first time. The device did not jump during deployment. The catheter tip remained stable during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a c6 transcatheter arterial embolization (tae) pipeline procedure, while deploying a pipeline, the pipeline device slipped from the middle cerebral artery (mca) to the internal carotid artery (ica). After retrieving the device, the physician attempted to redeploy it; however, it was discovered that the coil at the tip of the pipeline had broken off and remained inside the marksman catheter. A new device, ped2-450-25 (lot: b498609), was used to complete the procedure successfully. The patient experienced no adverse events. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured c6 ica aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. The landing zone was 3.25mm distal, and 4.5mm proximal. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was not administered. The angiographic result post procedure was normal. The patient is alive with no injury. Ancillary devices include a pernumbra 088 guide catheter, navien 072, phenom 027 microcatheter, asahi 014   guidewire.